Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left-side capsular contracture, baker grade "a little." Healthcare professional reported baker grade IV. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.